Manufacturer narrative:
H3: one device was received for analysis. The service history review identified no relevant service history. The reported customer problem was confirmed when powering on the device, the alarm triggered with the error code 46510. The root cause of the issue was a defective printed wiring assembly (pwa) to fix the issue. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
It was reported that there was error code 46510, which indicates an issue with the printed wiring assembly (pwa). There was no patient involvement.